Event description:
The following events have been reported to brainlab by the hospital: for a cranial surgery, a trajectory, to be applied with a stereotactic arc, has been planned with the aid of the brainlab iplan stereotaxy software. According to the hospital the biopsy needles went to a different target than intended and planned in the brainlab software. Pt outcome according to hospital: pt 1 (date of event: (B)(6) 2012): intraoperative bleeding, resulting in a temporary aphasia. Pt 2 (date of event: (B)(6) 2012): intraoperative bleeding, could be stopped intraoperatively, no negative clinical outcomes.

Manufacturer narrative:
Although there is no indication of a malfunction or quality or performance issue with the brainlab device, according brainlab, measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. A risk to the pt's health could not be excluded for these specific circumstances. According to brainlab investigation, the most likely root cause is a user error. When manually transferring the intended/correct parameters from iplan stereotaxy to the stereotactic arc, most likely wrong setting coordinates have been applied by the user, leading to a different trajectory as intended. There is no indication of a malfunction or quality or performance issue with the brainlab device, the brainlab device works as intended. According brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer additional training to this hospital.